Event description:
This literature article described two pt's who underwent transcatheter arterial embolization with gelfoam, "adr", and lipiodol and developed a hepatic biloma (abscess) after the procedure. This pt was successfully treated by continuous drainage and washing of the inside of the biloma. This man's chief complaint was continuous discharge from a fistula. In 1994, he underwent surgery for gastric cancer and hepatocellular cancer. In may 96, the hepatocellular cancer recurred at s8 of the liver and transcatheter arterial embolization was performed selectively at s8 using "adr" 20mg, lipiodol 5ml, and 1/2 piece of gelfoam sponge. A few days after the transcatheter arterial embolization, he developed a persistent fever of 37-c to 38-c. An abdominal computerized tomography one month later revealed an abscess at the site of hepatocellular carcinoma which had been treated by transcatheter arterial embolization and he was hospitalized in jun 96. Drainage was useful in improving the symptoms and he was discharged after removal of the drainage tube. Despite treatment on an outpatient basis, he had persistent purulent discharge from the fistula and was again hospitalized. On admission, his temperature was 36.4-c, no evidence of jaundice or anemia. Since his symptoms and lab findings strongly suggested liver abscesses, a new drainage tube was inserted and yielded about 20cc of purulent discharge. X-ray revealed a 3x10 cm irregular shaped abscess. Two weeks later, x-ray revealed the common bile duct to be in contact with the abscess space showing an established fistula involving the abscess space and bile duct. His fever persisted (37-c) and 10-20ml/day of purulent discharge was noted. A culture revealed methicillin-resistant staphylococcus aureus. Infusion of "pipc" (antibiotic) 2 gm/day was started and washing of the abscess space with vincristine, cytoxan, melphalan done. The discharge gradually reduced, he became afebrile, and the culture was negative. Two weeks later, x-ray revealed a reduction in the abscess space and the blocking of the communication between the lesion and the bile duct. He was discharged from the hospital and computerized tomography scanning confirmed the loss of the biloma (abscess space) and his clinical course was favorable thereafter. In this case, the biloma was closed spontaneously by drainage and abscess-washing with antibiotics.